Event description:
A malfunction was reported on the customer's pump, which was not preceded by any notable events. The customer's blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact to their blood glucose level. Technical support arranged a replacement pump, advising the customer on its updated software and instructing them on handling procedures for the pump's return. Additionally, the customer was informed of the necessary steps to take upon receiving the replacement pump and decided to use multiple daily injections as backup therapy to ensure insulin delivery continued without interruption.